Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed, during visual inspection no physical abnormalities were identified that could be directly linked to the reported failure. The mtm unit was subsequently installed onto a patient side cart fixture test platform (pftp) system for further evaluation, the degree of freedom (dof) on axis 1 was found to be malfunctioning. The complaint was confirmed based on failure analysis. A device history record (DHR) review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure. A review of the site's system logs for the reported procedure date was conducted by an rpms quality engineer. Investigation revealed the following possible related system errors: error 22005 "homing error on master tool manipulator right (mtmr), axis 1" and error 25521 "link to embedded serializer for master yaw (esmy) is down". The probable root cause is attributed to an electrical failure with the axis 1 motor and axis 1 potentiometer located on mtm. This issue can be resolved by replacing the mtm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the mtm involved with this complaint to perform failure analysis (fa) and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure that the left master tool manipulator (mtm) received an error, the staff then disabled the mtm. The staff continued with the procedure as planned. The intuitive tech support engineer (tse) reviewed the system logs and confirmed error 25521 occurred against the left mtm. The tse recommended performing a hard power cycle to clear the error. The customer called back at the completion of the procedure. The tse walked the customer through a hard power cycle, which cleared the reported error. The tse advised the customer that the error would likely return and should be escalated. There were no reports of patient injury.